Event description:
The user facility reported 2 occurrences in which the luer tip of a 10-cc syringe was broken-off while connecting to a dialysis catheter. The involved patients had to be hospitalized for replacement of their central venous catheters. On follow up communication, the technician stressed that the patients "were not in any danger" and this event was a "random occurrence" because they have been using these products for some time without problems. He reported that the patients' catheters had been replaced wtihin 2-3 days and their next dialysis treatment was given on-schedule. In addition, there were 2 occurrences where the luer tip of a 10-cc syringe was broken-off while connecting to a dialysis needle set. The needle set was exchanged in the dialysis clinic without difficulty. Additional event specific information was not available.